Manufacturer narrative:
(B)(4) concomitant medical products: unk-unk m/l taper size 15 stem-unk, unk-unk 52mm longevity polyethylene liner-unk, unk-unknown cup-unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01079. 0001822565 - 2020 - 01081. 0001822565 - 2020 - 01082. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing signs of elevated cobalt levels, cardiac issues, problems with balance, sleep disorder worsened, and constant coldness/numbness in feet, hands along with decline in ability to hear approximately 5 years post implantation. These issues have remained up to 7 years post implantation. No report of revision at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event at this time.